Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Findings: unit passed displacement test, rewind and basic occlusion test. Unit received with stuck motor error alarm loop during bolus delivery. Motor was tested outside the device and passed. Motor may have had an intermittent failure not detected during our testing. Unable to complete functional test due to motor error alarm. Unit received with minor scratched lcd window, cracked reservoir tube window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via phone call that the pump alarmed motor error and erased all of the pump settings. The customer's blood glucose at the time of the call was 83 mg/dl. Troubleshooting was performed, and the pump continued to give the motor error alarm. The customer stated that the drive support cap was not protruded, loose, sticking out or flush. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The pump was returned for analysis.